Manufacturer narrative:
Concomitant medical products: model: 377860 lot# v646927017, implanted: (B)(6) 2011, explanted: na. Lead: model 377760, lot# v773758003, implanted: (B)(6) 2011, explanted: na. Anchor: model 3550-39, lot# n294195. Recharger: model 37752, serial# (B)(4). Programmer: model 37743, serial# (B)(4).

Event description:
It was reported that the patient did not receive acceptable pain relief and that stimulation was too high in their back. The patient was also having pain at the implant site, so the location of the implantable neurostimulator was revised to their abdomen. Post-op the patient had received good stimulation coverage. If additional information becomes available, a follow-up report will be sent.